Event description:
It was reported that a malfunction alarm occurred with an insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the customer on how to reset the pump, and it was confirmed that the malfunction code did not reappear after the reset. The customer continued to use the pump for insulin therapy.